Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the right common femoral artery after an unspecified procedure. Reportedly, after deploying the clip, the device was difficult to remove. A dilator was inserted into the access ports, which enabled the thumb advancer and clip delivery tubeset to be retracted allowing the device to be withdrawn from the tissue tract. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). The device was received. Investigation is not complete.